Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) due to perforation during implant. Lead was then repositioned. No additional adverse patient effects were reported.